Event description:
It was reported that during a routine check, cardiosave intra-aortic balloon pump (iabp) powers on and operates on ac or dc power but would not charge the batteries. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier verified the failure of the batteries not charging. The supplier replaced components q27,q50,cr 54. The supplier also installed cn100895,cn106810,cn167210. The board passed testing. A senior repair technician inspected the power management board and no visual damage was observed, and upon inspection of the board per procedure the installation of cn100895,cn106810,cn167210 was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board will be packaged and labeled and sent to stock per procedure.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that battery #2 was showing as "defectiveve" at the user interface. The stm replaced the power management board to resolve the charging issue and replaced the defective battery with a new OEM battery provided from the customer's stock. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, cardiosave intra-aortic balloon pump (iabp) powers on and operates on ac or dc power but would not charge the batteries. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during a routine check, cardiosave intra-aortic balloon pump (iabp) powers on and operates on ac or dc power but would not charge the batteries. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and observed visual damage to component q27 which is shorted. The national repair center could not test the board due to the shorting of q27. Past experience has proven that when q27 shorts, the batteries will not charge. The power management board was sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure the installation is required. A supplemental report will be submitted upon completion of this investigation.